Event description:
The customer reported to olympus, during the middle of the polypectomy procedure, the spring on the handle of the single use ligating device broke while the loop was around the polyp. To proceed, the loop had to be cut off from the device, the scope was extracted, and then the loop was cut and removed from the patient. There was a delay to the procedure and anesthesia for 3 to 5 minutes while the device was cut and they exchanged scopes due to the loop breaking at the handle. The case was completed. There were no error messages observed as a result of the failure. There was no patient injury or harm due to the device malfunction. There were no other devices involved or replaced during the event.